Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the cause of high impedances was not known. The rep learned of high impedances from the doctor and together they saw the patient in the clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that patient came in and presented with fine with mild to no symptoms. Patient was there because they had hurting ankle and knee. The rep ran impedance check and everything with 3 was >40k and everything with 2 was >30k. Patient was programmed on 2 & 3. Programming was changed to contact 1 and patient became dystonic truncal and neck. The rep increased voltage and got side effect so patient was changed again to monopolar settings with c & 1 and increased to just below side effect. The patient had decent benefit and they will watch her. The rep noted that the impedances were checked with the clinician programmer and the tablet.